Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped wearing the audio processor a few years after implantation due to low benefit from the device. Recently she asked the audiologist to perform a check of the implant and no sound could be heard with the device. A different audio processor was tried but the issue was not resolved.

Manufacturer narrative:
Based on the received information, a device malfunction appears likely, as indicated by in-situ testing. Furthermore it was reported that the recipient stopped wearing the processor few years after implantation due to low benefit from the device. However to determine an exact root cause for the device malfunction a device investigation on the explanted device would be necessary. No further information has been received despite requested. This is a final report.

Event description:
The recipient stopped wearing the audio processor a few years after implantation due to low benefit from the device. Recently she asked the audiologist to perform a check of the implant and no sound could be heard with the device. A different audio processor was tried but the issue was not resolved. Despite being requested no information on further steps have been provided.